Manufacturer narrative:
The received information indicated that the hamilton-c1 ventilator triggered a high oxygen concentration alarm, with no patient involved at the time of the event. The exact circumstances under which the alarm occurred remain unknown. However, it is important to note that the device was not in clinical use during the incident. Additionally, the activation of an alarm, such as the high oxygen alarm, does not in itself indicate a device malfunction. These alarms are part of the ventilator's built-in safety mechanisms, designed to alert users when measured values deviate from preset limits. A high oxygen alarm may be triggered by various conditions, and its occurrence alone does not imply a failure of the device. However, the technician on site has replaced the the check valve assembly and the device is back in use.

Event description:
High oxygen alarm. The check valve broke off.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: the device alarmed with high oxygen alarm. No patient involvement.